Event description:
Alleged event: on or about (B)(6) 2011, a patient was admitted to (B)(6) hospital to undergo an adenoidectomy and tonsillectomy as a result of being diagnosed with adenotonsillar hypertrophy. The surgery was performed by two surgeons; the adenoidectomy was performed first, followed by the tonsillectomy. Only once both procedures were completed, one of the doctors noticed that the patient's left and right oral commissures were significantly burned. Once of the surgeons noted in his operative report dated (B)(6) 2011 that he immediately looked at the electrocautery and discovered that the cautery tip was not completely placed within the handle and that a metallic portion, approximately 3 mm in size, was visualized adjacent to the handle of the cautery tip. He then informed the other surgeon of the severe burns the patient sustained. Cold saline soaked sponges were placed into the oral commissures bilaterally by both surgeons. A plastic surgeon was then consulted, who confirmed that the burn went through the mucosa, muscle, and skin, bilaterally. He further confirmed that the injury was 2 cm on the left side and 1.5 cm on the right side and recommended follow up treatment.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The device history review for could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.